Manufacturer narrative:
Reagent lot number was not provided by the customer; therefore, reagent expiration date and reagent manufacture date cannot be determined with the available information. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed hardware adjustments and replacements as part of a preventative maintenance procedure and did not identify any hardware issues which may have contributed to the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The customer runs all access accutni+3 samples in duplicate. The patient's sample produced an elevated result and a lower result, both within the assay's normal reference range. Due to the discrepancy between the two results, the sample was repeated in duplicate on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The elevated result was not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result. Quality control (qc) recovered within specification at the time of the event. Calibration and system check recovery information was not provided for review. The sample was collected in a lithium heparin plasma tube and was centrifuged for three (3) minutes at 5000 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.